Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent successfully implanted to left posterior descending artery. Approximately 17 months post index procedure, patient underwent a non-target vessel revascularization were 2 endeavor stents were successfully deployed. Approximately 24 months post index procedure, patient experienced myocardial infarction and underwent revascularization of unknown vessel. Investigator indicated that there was no relationship with the study device.

Manufacturer narrative:
Evaluation results: inherent risk of the procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
Revascularization previously reported 24 months post index procedure was carried out on the proximal cx with a non medtronic stent implanted. Patient is reported to have recovered.